Manufacturer narrative:
Brand name: unk as catalog number is unk. Lot - unk as not provided by reporter. Catalog #: unk as not provided by reporter. Expiration: unk as lot is unk. More than 10 days ago. Date of this report: (B)(4) 2012. Corrected data from user facility report. Although no product lot number or description was provided, it is likely that the complaint device is a 6fr sheath from a radial access set (kcfn) based on the procedures performed. Material separation of this device is the likely cause of the described risk to pt. Flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection for product to insure correct inside diameter and outside diameter of tubing, and insure material is free from surface defects, bumps, bulges and protruding coils between 5 mm proximal from proximal end of coil and 2 mm distal from distal end of coil per specifications. Flexor check-flo ii introducer, final inspection confirms surface of sheath is free of excessive dents, bumps or scratches. In addition, the instructions for use (IFU), cautions the end user, "all catheters and instruments used in this product should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." Based on the info provided, it is difficult to determine with certainty why the physician experienced the difficulty (material separation requiring hospitalization). We are continuing to monitor complaints for similar events. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Risk assessment (ra), was performed by quality engineering and concluded that risk reduction activities are not required for this failure mode and product family. With the addition of this occurrence, the risk to pt remains acceptable.

Event description:
A (B)(6) male underwent ultrasound-guided access of left arm hemodialysis access, left arm shuntogram, left arm axillary vein angioplasty using an 8mm x 4mm dorado balloon. A 6 fr sheath broke following completion of case while being removed from pt's left arm, leaving distal part in the pt. The physician then converted to an open procedure to remove the broken off piece and to revise pt dialysis access using piece of graft.